Event description:
The ge oec 2800 fluoroscopy system had lock-ups. Facility bme troubleshoot the system and requested tech support from the ge service representative to perform the system fix.

Manufacturer narrative:
A ge oec service representative investigated the issue and assisted the facility bme with erasing the system flash memory and re-loaded the calibration. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.